Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the coupler joining the driveshaft to the rotor was found to be worn, which can cause excess friction due to misalignment. Increased friction due to misalignment is a probable cause of the reported overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. The procedure was completed without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.